Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that received pleading which states that on( B)(6) 2018 patient underwent laparoscopic right hemicolectomy to remove possible malignant tissue from her colon. The pleading also states that surgeon was required to convert to an open procedure as he ¿encountered some difficulties accessing the possible malignant tissue in patient¿s colon.¿ it is further reported the surgeon used a ¿endo 60mm blue load stapler¿ to perform a ¿functional end to end, side-to-side ileocolonic anastomosis.¿ the common enterotomy was closed with ¿a tx 60 blue load stapler¿ and was then oversewn with running 3-0 pds suture. On (B)(6) 2018, a CT was performed and revealed 3 large intra abdominal fluid collections. The patient was initially treated with antibiotics and drain placement; however, an exploratory laparotomy was performed on (B)(6) 2018 and ileostomy placed. The pleading further alleges that the source of the leak was a ¿.5-1 cm opening where the staples were placed during the original surgery.¿ pleading further states that on (B)(6) 2019, patient underwent ¿removal of her ileocostomy tube and placement of a colostomy bag."

Manufacturer narrative:
(B)(4). Date sent: 09/08/2021. H6: health effect clinical code = gastrointestinal system (e10). Additional information received: medical records. Please see attached.